Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Customer alleged that the basal software did not suspend insulin delivery. Sugar and gum was consumed to treat bg. Tandem technical support educated the customer that the pump was functioning as intended. The customer acknowledged and was satisfied.

Event description:
Contact assisted the customer with waking up and helping the customer stand up.